Event description:
It was reported that when a patient changed to a different pump, a cadd® cadd-legacy 1 pump, it appeared to have quite a bit of medication left; but no alarms went off. Pump was running; so patient thought everything was fine. Patient went to the emergency room and was treated and released for severe vomiting, headaches, and aches all over. It appears the patient had severe side effects due to not infusing medication from malfunctioning pump. Reason for use of pump is pulmonary arterial hypertension.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump's outlet valve was damaged. Review of the pump event log noted high pressure alarms were recorded. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be over delivering outside of the published specification of +/-6%. The pump's valves and expulsor were replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint regarding delivery accuracy was confirmed. The root cause was attributed to the pump valves and expulsor.